Event description:
The event involved a conector tego¿ where it was reported during hemodialysis treatment, at 17:45 the central catheter was covered with dressing, there were no signs of infection, no bleeding, intact skin, branches are aspirated until clots are extracted and connected to extracorporeal circuit according to protocol, venous pressure of 48.0 mmhg was observed during the start , it was verified that the lines were not angled and the circuit was correctly assembled, the machine was stopped and the venous line was connected to the branch of the catheter directly, removing the tego and immediately it was observed normalization of venous pressures, considering tego device dysfunction. The connector was changed. It was reported to authorities by renal unit. There was no patient harm or death, and there was no blood loss or medical intervention.

Manufacturer narrative:
The device is not available for evaluation; however, a lot number has been provided. A device history lot review is pending. E1 initial reporter phone number: (B)(6).

Manufacturer narrative:
No lat-d1000 product samples, videos or photographs were returned for investigation. The device history report (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.